Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter and test strips for investigation where they were tested using retention controls: testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The alleged results of 7.2 inr and 4.9 inr were not observed in the meter memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer initially tested at 6:50 a.m. With a result of 7.2 inr. The customer re-tested at 7:10 a.m. And 7:22 a.m. On the same finger with results of 4.9 inr and 5.6 inr. Product labeling states "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The customer used a different finger and tested at 7:35 a.m. With a result of 6.8 inr. The customer used another different finger and tested at 7:40 a.m. With a result of 5.3 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer tested with test strips from 2 strip vials with the same lot number. The customer's gums bled more than normal the day before these tests. No medical treatment was required. The customer's gums have stopped bleeding. The customer stated his blood appeared thin and it took "a long time" for the result to appear on the device. The meter and test strips were requested for investigation.